Event description:
Since using new bd clippers there have been multiple incidences of nicks/cuts to patients while prepping. Removing hair with issues of easily cutting patient's labia/genitals. Even when using the pink blades designated for sensitive skin and with proper technique, still notes impairing the skin during surgical preps.